Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer touchscreen was unresponsive. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was unresponsive. The programmer was returned for service. There was no patient involvement.